Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as due to change in caregiver. One day after the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1g, ongoing, route, frequency were not reported), amikacin injection (150 mg, ongoing, route, frequency were not reported) and fortum injection (500 mg, ongoing, route, frequency were not reported) for peritonitis. At the time of this event, the patient remained hospitalized for an unrelated indication and was recovered from the peritonitis event. Pd therapy was ongoing. It was reported that the caregiver was retrained on the proper aseptic technique. No additional information is available.